Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the stapler stopped working in central part, so there was an incomplete staple line. Staple stopped during the fire then it stopped working. The device was replaced to complete the case. There was no patient injury.